Event description:
It was reported that insulin gauge on pump displayed amount different than expected and remained static while insulin was being delivered, causing concern about a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Technical support educated caller that this could occur due to varying internal pressure measurements used to calculate remaining insulin and explained that fill estimate would begin counting down once actual insulin amount matched static display, and caller understood and acknowledged guidance.